Manufacturer narrative:
The exact cause of the event could not be determined because limited information was provided. The returned device and device information is needed to fully investigate the event.

Event description:
It was reported that when surgeon was using the pin adaptor, the pin broke off inside the adaptor. A replacement sterile adaptor was used to complete the procedure without delay. No patient harm.

Event description:
It was reported that when surgeon was using the pin adaptor, the pin broke off inside the adaptor. A replacement sterile adaptor was used to complete the procedure without delay. No patient harm.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown pin. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4): not returned to the manufacturer.